Event description:
It was reported that the patient experienced syncope. It was further reported that the implantable pulse generator (ipg) exhibited e electromagnetic interference. It was also noted that the right atrial (ra) lead exhibited oversensing, noise and low impedance. It was further reported that the right ventricular (rv) lead exhibited oversensing, low impedance, increased short v-v intervals and noise. The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b3 <(>&<)> b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5086mri58 lead; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced syncope. It was further reported that the implantable pulse generator (ipg) exhibited e lectromagnetic interference. I was slo noted that the right atrial (ra) lead exhibited oversensing, noise and low impedance. It was further reported that the right ventricular (rv) lead exhibited oversensing, low impedance, increased short v-v intervals and noise. The system remains in use. No further patient complications have been reported as a result of this event.